Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not provided. The customer stated they got the blank display after receiving a new battery cap. Troubleshooting was provided but not completed. The insulin pump remained with a blank display. The pump will not return for analysis.